Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and company representative regarding a patient receiving intrathecal baclofen (1 ,000mcg/ml at 430mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. Beginning (B)(6) 2015 the patient experienced excruciating pain and increased spasms in his leg. The pump alarm was heard by the patient on (B)(6) 2015. On (B)(6) 2015 a company representative interrogated the pump at the nursing home where the patient was living. A pump motor stall had occurred on (B)(6) 2015 with no recovery. A previous stall also occurred on (B)(6) 2015 at 02:28 with recovery on (B)(6) 2015 at 03:15. There had been no MRI or other emi, the cause of the motor stalls was unknown. The last pump refill occurred on (B)(6) 2015. The pump was replaced on (B)(6) 2015 and was discarded by the customer. The issue was resolved. The patient status at the time of this report was "alive - no injury".